Event description:
It was reported that balloon rupture, balloon detachment and vessel dissection occurred. Vascular access was obtained via femoral artery. The 99% stenosed target lesion was located in the severely calcified and highly tortuous circumflex artery. The physician attempted to inflate a 20mm x 2.50mm nc quantum apex balloon catheter four times for 20 seconds each inflation and inflated it beyond the rated burst pressure. However during the last inflation, the balloon ruptured and caused an asymptomatic vessel dissection. A portion of the distal balloon catheter was left on the wire and was separated from the catheter. The physician used a snare to remove the detached portion of the balloon; however, unsuccessful. An unknown guide wire was then advanced and moved around. The physician was able to grab and remove the all the debris out. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).